Manufacturer narrative:
A total of three valves were placed in the patient (two svs-v7-00 and one svs-v9-00) for a total of three related event reports filed separately for the same patient procedure. No device lot number information was provided. Pneumothorax is the most common device related serious adverse event that is associated with the spiration valve system. In the emprove study, the incidence of serious pneumothorax was 14.2%, with over 75% of the serious pneumothorax events occurring within the first 3 days post-procedure. Early-onset pneumothorax in the treatment group likely resulted from lung conformation changes due to acute reduction in lung volume by valve therapy, triggering rapid expansion of the ipsilateral non-targeted lobe leading to pneumothorax. (Criner gj, delage a, voelker k, et al. Improving lung function in severe heterogenous emphysema with the spiration® valve system (emprove): a multicenter, open-label, randomized control trial. Am j respir crit care med. 2019;200(11):1354-1362. Doi:10.1164/rccm.201902-0383oc). However, it should be noted that pneumothorax events are also recognized as an indicator of successful target lobe occlusion and when managed according to published expert guidelines (valipour a, slebos dj, de oliveira hg, et al. Expert statement: pneumothorax associated with endoscopic valve therapy for emphysema -- potential mechanisms, treatment algorithm and case examples. Respiration 2004 2014;87(6): 513-521. Doi:10.1159/000360642), subjects with pneumothorax events experienced clinical benefits similar to that in subjects without pneumothorax events (criner gj, delage a, voelker k, et al. Improving lung function in severe heterogenous emphysema with the spiration valve system (emprove). A multicenter, open-label, randomized control trial. Am j respir crit care med. 2019;200(11):1354-1362. Doi:10.1164/rccm.201902-0383oc). The reported event aligns with the experience in the emprove clinical trial and is an expected adverse event associated with the spiration valve system. Devices remain in patient.

Event description:
Patient underwent bronchoscopic lung volume reduction (blvr) procedure for the treatment of emphysema. Four spiration valves, two svs-v7-00 and one svs-v9-00, were placed in the left upper lobe. Patient developed pneumothorax, without significant atelectasis, one day after the procedure. A chest tube was placed. Valves were not removed. The pneumothorax resolved within 2 days. Healthcare provided indicated device functioned as intended.